Event description:
Reporter called stating she has received fraudulent covid tests in the mail. She stated that the return address says cipher labs and when she tried calling the number, she reached a recording that stated they are not sending out covid-19 tests and if you receive one, they are fraudulent and to report it to your local police department. She stated the label says the shelf life has been extended and there is a new sticker placed on the box with updated expiration information. She stated the box says celltrion diatrust, but the sticker says cipher labs. Ref report: mw5117228.